Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709, serial# (B)(4), implanted: (B)(6)2009, product type: catheter. (B)(4).

Event description:
It was reported by observation during a refill procedure on (B)(6) 2013, that a pump inversion was diagnosed. The refill procedure was mildly complicated by the pump flipping within the pocket. Ultrasound was used to refill the pump. The patient's pump contained bupivacaine, so there was not a risk of withdrawal and the patient's pain was controlled. A revision was not recommended by the provider. The severity of the event was noted as mild, and the event was noted as related to the pump. The outcome was unresolved, with no further actions planned.